Manufacturer narrative:
(B)(6). See MFR: 3012307300-2018-00564; 3012307300-2018-00565.

Event description:
It was reported that a portex® sacett¿ suction above cuff endotracheal tube leaked. Although the device was tested before use, the balloon deflated after some time of use. The device was replaced. There were no serious consequences to the patient.

Manufacturer narrative:
One used tracheostomy tube and one unused tracheostomy tube were returned for analysis. Visual analysis found that the tubes appeared to be in good condition. Functional testing included inflation testing. The returned samples were inflated using a syringe and were submerged in water in order to detect any leakage. A leak was detected in the cuff of the used sample; the new sample had no leaks. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was confirmed. The root cause was unable to be conclusively determined.